Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2017 was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of unspecified personal injury. Imdrf impact code f12 has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx halo system device was implanted into the patient during a procedure performed on (B)(6) 2017, for the treatment of stress urinary incontinence and vulvar inclusion cyst and perineal/perianal warts x3. During the procedure, there was no evidence of luminal penetration or obstruction of the ureters. Good ureteral peristalsis was noted bilaterally. The cyst ruptured during the process of excision, and this made it difficult to ensure complete full evacuation of the cyst. The 3 warts were successfully removed and the wound sites after removal were cauterized and closed. The procedure was deemed complete, and the patient was awakened and brought in stable condition to post-anesthesia recovery unit. As reported by the patient's attorney, the patient experienced an unknown injury.